Manufacturer narrative:
Device received with cracked battery tube thread, cracked case at the display window corner and cracked reservoir tube lip. Device passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm or no delivery alarm noted during the testing. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor during priming. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.